Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. Review of stored device memory noted no stored episodes that correlated with the syncope, however, the root cause was not determined. No additional adverse patient effects were reported. This product remains implanted and in service.